Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07249. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat symptomatic cystocele with mild pelvic relaxation. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and bulge in vagina. It was reported that the patient underwent a robotic assisted laparoscopic sacrocolpopexy, cystotomy repair, cystoscopy, and implantation of ams interpro mesh on (B)(6) 2010. No additional information was provided. (B)(4) ¿ urinary problems; undefined recurrence; prolapse.